Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10 april-2024, it was reported that on (B)(6) 2024, the patient experienced blockage at the site. Within 3 hours of insertion in the abdomen, patient noticed symptoms. Also, mentioned that patient was regularly rotated site location. The issue was resolved when patient replaced the infusion set and resumed insulin therapy. No further information available.